Event description:
It was reported that the device sensed a far field p-wave on the ventricular channel, causing inhibition of bi-v pacing. The patient's rhythm became asystolic. The patient is pacer dependent. The physician elected to replace the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported crosstalk was reproducible during testing. The crosstalk was observed post atrial pace oversensing on the ventricular sense input. The cross talk was lost when the channel settings were changed. The root cause could not be determined, however a software error in the integrated circuit component is suspected.